Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the cursor position did not coincide with stylus pen due to a touchscreen issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cursor position does not coincide with the stylus pen. The programmer was returned for service. There was no patient involvement.